Event description:
The hcp reported the intrathecal drug concentration was changed when the patient was evacuated during hurricane katrina. The patient required admission to the intensive care unit for supportive therapy and monitoring while the concentration and rate were returned to the "steady state of pre hurricane" the device was working appropriately throughout. The patient is reported to have recovered without sequela.